Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2024 the customer¿s blood glucose measured ¿hi¿ mg/dl (higher than the reading range of the meter) at 8pm and she noticed her infusion pump was not connected to the infusion tubing and she was not receiving insulin. She manually injected 10 units of asparte insulin, which is not a normal dose. She then lost consciousness and does not remember anything after this. Her infusion pump normally delivers 1.1 units every hour and 1.2-1.5 units based on carbohydrates. She missed meeting with a friend on (B)(6) 2024 and the friend called for a welfare check. She was found unconscious on the ground and was transported to the hospital. At the hospital, her blood glucose measured 1244 mg/dl and she was diagnosed with dka. She was treated with lantus, novolog, and electrolytes via IV. She regained consciousness on (B)(6) 2024 and was released from the hospital on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).